Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump was inaccurately triggering the threshold suspend feature on the insulin pump when their blood glucose was not low. Sensor reading was in the 40 mg/dl range and blood glucose was 170 mg/dl. Customer attempted to calibrate and the insulin pump alarmed calibration error. Customer has had the sensor if for three days. Customer was working when the alarm occurred. Customer was advised how to properly calibrate and to change the sensor out. Customer is not returning the sensor for analysis.